Event description:
The initial reporter complained of calibration alarms for the sodium (na) electrode and a discrepant result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 164 mmol/l. This result was reported outside of the laboratory. The repeat result was 133 mmol/l. This result was believed to be correct. The na electrode lot number was z08_2022 with an expiration date of 25-apr-2023.

Manufacturer narrative:
The field service engineer (fse) found the vacuum tubing on a nozzle was broken and not aspirating detergent correctly from the cuvettes. The fse replaced the set of rinse mechanism tubing, checked the rinse water levels, and performed system and detergent flow path primes. Calibration was last performed on (B)(6) 2022 and was acceptable. The customer did not provide complete qc information. The customer stated qc was acceptable the evening before the event. The customer used a centrifugation time of 10 minutes with a speed of 4000 rpm. This spin speed may be faster than recommended. No issues were identified during a review of the alarm trace data. The customer had no further issues after the service visit. The investigation determined the service actions (replacing the rinse mechanism tubing) resolved the issue.